Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 105) was confirmed. Upon investigation, contamination was found on j1002aa, j1003aa, and c19 components on the defibrillation board, potentially causing intermittent failures. The root cause for the contamination was ingress of an unknown contaminant. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.